Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In communication with the customer (biomed engineer), technical assistance center (tac) support engineer explained that the manual indicated the lightsource might have broken down , customer suspected it was the lamp (xenon lamp) that was a problem. Part number of the lamp was requested. Tac provided the part number. No further information noted. The device was not returned for evaluation. Follow up has been made to gather additional information regarding the issue reported , however, to date, no response is received. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer (biomedical engineer) reported an error code e103, stated getting an error e103 on this lightsource. No harm was reported. No patient harm, no user injury reported .